Manufacturer narrative:
Evaluation summary: review of the logfile for the date of treatment shows two treatments were interrupted by the user releasing the laser pedal but no eye tracker issues are detectable and all treatments on that day were finished 100%. No deviation or abnormalities can be detected during logfile review. Sample was received. Problem can be reproduced. The root cause for the reported error is the strongly damaged reflecting surface on the mirror caused by liquid solutions used by the operator and usage over long time in the field. To the current knowledge, there is no indication for a product problem which (might have) caused or contributed to a serious deterioration in state of health or death. The mirror for the eye tracker was exchanged due to strong impurities most possibly caused by liquid solutions used by the operator. The defect of the mirror is a long term process and did not happen shortly during a treatment. Further no tracking problems could be identified in the logfiles. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported eye tracking difficulties during surgery. The reporter described impurities in the eye tracker mirror. The procedure was completed. No patient harm was reported. Additional information has been requested and received.